Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer alleged they received a questionable intact human chorionic gonadotropin + the ss-subunit (hcgb) result for one patient on their e411 analyzer. The patient's initial hcgb result was 275.5 iu/l accompanied by a data flag. It was reported outside the laboratory as 276 iu/l. The doctor queried the result. The sample was diluted 1:20 and the result was 122305 iu/l accompanied by a data flag. The patient was not harmed by this event. The reagent lot number was 173268. The expiration date was requested but not provided. A root cause could not be determined with the information provided. Additional details were requested but not provided. The calibration and quality control data were within specification, and no reagent issues were identified. It was noted the customer was not following the tube manufacturer's centrifugation recommendations. It was noted the recommended anti- static brush was missing. The alarm trace did not show peculiar messages. The performance check data after the event revealed the analyzer was performing within specification.